Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump motor stall was caused when "pt had an MRI or other medical procedure". The pump was interrogated at the pt's routine refill appointment (B)(6) 2011 and a motor stall and motor stall recovery message were noted. The logs read that the stall occurred on (B)(6) 2011, "which it is believed to be the day the pt had a second MRI". The pt did not have any change in symptom control.